Event description:
Procedure type: lap colon. According to the reporter: at the end of the procedure, it was noticed that the lower part of sleeve was cracked. The surgeon was able to promptly retrieve the piece without patient harm. There was no delay to surgical time. A new instrument was used to complete the procedure. No patient injury was reported. No further information was disclosed from the user facility.

Manufacturer narrative:
Initial report sent: 12/11/2007.